Event description:
Spontaneous report. (B)(4). Quality complaint was opened with (B)(4). Linked with (B)(4) (same reporting dentist, same suspect device, different patient). Case 1 of 2. Initial information received on 06-dec-2017 from dealer henry schein and forwarded to septodont on 08-dec-2017. A (B)(6) female patient, with unknown medical history, received an injection with a suspect device henry schein premium needle 30ga short (batch # f06309aa, expiration date: 2022-05) on (B)(6) 2017 and the needle broke where the needle connects to the hub. The patient did not experienced adverse event or injury and the piece was retrieved from the mouth with no medical attention. The intent of the dental treatment was not provided. At the time of this report, the patient had fully recovered. No more details available. Additional information regarding quality investigation is expected. Follow-up 1 information received on 14-dec-2017 by phone. Additional information provided regarding patient's details, incident details. Patient age was reported as "patient in their 40's" ((B)(6) previously reported). According to the office manager at the reporting dental office, the injections were performed "at the back part of the cheek", the exact injection location was not available. Further description of the reported incident was provided, "needle broke apart where needle connected to the hub", "the tip came out completely", and the plastic "white part" of the needle was not broken. The broken needle tip was removed with pliers by the dentist. The dental procedure was eventually performed after the needle tip was retrieved. According to the office manager, she was not aware that the involved patient was anxious for the dental treatment when the reported incidents occurred. Additional information regarding quality investigation is expected. Causality assessment performed on 20/12/2017 on initial information received on 06-dec-2017 and additional information received on 14-dec-2017: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Listedness/expectedness: the needle broke: foreign body in gastrointestinal tract: unlisted EU; unexpected us; needle issue: unlisted EU; unexpected us; no adverse event: listed EU; expected us. C. Causality: a) latency - suggestive. B) recognized association -no. C) analysis - the needle broke and stuck in the injection site without adverse event or injury associated. No sufficient information is provided to conclude for the causality. No information of the type of injection, any abrupt movement of the patient or any mishandling of the needle that may have contributed to its breakage ie needle bent prior to injection, high pressure during the injection, several injections) defect of the needle is also a cause and batch investigation is on progress. Based on available information, the causal relationship with the suspect medical device is not assessable. D) dechallenge - na. E) rechallenge - na. Concluded causality who:not assessable.

Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso9626 standard (relative to the stainless steel needle tubing). The stiffness and breakage tests relative to this batch of cannulas comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on the reserve samples-in order to check the needle breakage rate in extreme conditions of use -- did not show any abnormality. The complaint description does not mention if the needle was bent nor the type of anaesthesia. Warnings/cautions of the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box and leaflet. Excerpt of cautions: "for single use only: this device is for use in a single patient. Any reuse exposes other patients and the user to critical risks, including infection and trauma since the needle is no longer sterile is more likely to break." Excerpt of warnings: - do not bend, break, or otherwise stress needles as serious injuries to you and/or your patient can occur. - do not insert needle to hub during injections. Do not use short needles (<30 mm) when the expected depth in soft tissue approaches the length of the needle. - avoid extreme pressure and excessive needle movement during injection as this may cause needles to break, which may result in serious injury to you and/or your patient. - be especially vigilant when repositioning a needle in a patient who appears to be apprehensive. Therefore, given the information in our possession on the circumstances of the incident, the possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. Final comments from manufacturer: no defect was detected on the needles from this batch during analysis and tests. No other complaint has been recorded on this needle batch out of (B)(4). The incident seems to be due to the non-observance of the instructions for use (IFU). This hypothesis is reinforced by the fact both incidents occurred with the same user and that there was no other case on this batch.

Event description:
Follow-up 2 information received on 12-jan-2018 by email from quality department. Additional information provided regarding results of quality investigation. No defect was detected on the needles from this batch during analysis and tests. No other similar complaints was received on this assembly batch out of (B)(4). The incident seems to be due to the non-observance of the instructions for use. This hypothesis is reinforced by the fact both incidents occurred with the same user and that there was no other case on this batch. File completed. Follow-up causality assessment based on results of investigation received on 12-jan-2018: analysis - the needle broke and stuck in the injection site without adverse event or injury associated. No sufficient information is provided to conclude for the causality. No information of the type of injection, any abrupt movement of the patient or any mishandling of the needle that may have contributed to its breakage ie needle bent prior to injection, high pressure during the injection, several injections).according to the quality investigation conducted on the concerned batch,defect on the needle can be excluded. Based on available information, the causal relationship with the suspect medical device is reassessed as unlikely. D) dechallenge - na; e) rechallenge - na. Concluded causality who: unlikely.